Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported via a social media website that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced vomiting and stated she is bedridden. The patient would like the mesh removed. No further information was provided.